Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint is confirmed from the evaluation. The skull clamp has both rotational and lateral movement and a residue buildup is present. The lock will need new components added to replace worn internal parts and the unit will need to be machined to have heli-coils added to large starburst threads. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted that the plunger assembly was detached from the unit, and the skull clamp was worn and had minor movement present in the lock. To resolve the issues, the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils will be replaced. Root cause - the complaint is confirmed via inspection of the unit. The plunger assembly had come apart, and the skull clamp was worn with minor movement present in the lock. The probable root cause is mishandling and routine wear of the unit. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the plunger of the mayfield modified skull clamp (a1059) fell out during a case resulting in laceration to the patient which required staples. Additional information has been requested.